Event description:
The carescape monitor b850 can lose its ability to alarm for ECG leads off when the "update leads set" function is invoked by the user. There have been no reported customer complaints related to this problem.

Manufacturer narrative:
This issue was discovered internally by ge healthcare. In general, this failure will occur anytime the clinician selects the "update lead set" button after ECG monitoring has been established.